Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed a remaining longevity of two years; however, the last few checks varied from less than half a year to six months remaining longevity. The caller confirmed there have been no changes in outputs, pacing percentages, programming or patient condition. The patient has chronic atrial fibrillation (af) and the device has been programmed to ddd mode. It was noted that the device is currently in a mode switch. A boston scientific technical services consultant discussed the varying longevity calculations could be related to acute changes in the device work such as pacing percentage, egm storage and pacing rates. The consultant suggested to the caller that a save to disk be performed and sent in for evaluation. The caller will check the device at the patient's next follow up in two months and provide further information at that time. No adverse patient effects were reported.